Event description:
As initially reported to customer relations: oasis stent introduction system ¿ 10 years' experience with it. Began with occasional occurrence with guiding catheter breaking when releasing the stent. Issue is now occurring weekly / routinely, no change in technique. Has there been a change in material or device that might cause this. Seems to be more friction now between the pushing & guiding catheters. The clinicians are now taking the system apart, spraying the guiding catheter (inner) with pam then re-assembling the system to prevent the breakage. The guiding catheter is breaking when withdrawing, near the proximal end by the physician's hand. Not preloaded used with clso 7, 9, 12, and 15 in both fr sizes this file is related to pr (B)(4) ¿ difficult with catheter breaking. File to capture user error of clinicians taking the system apart, spraying the guiding catheter (inner) with pam then re-assembling the system to prevent the breakage.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.